Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a silicone-type resin (silicone rubber) - it was presumed that the rubber may have deteriorated, and fragments possibly entered and clogged the nozzle. No physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). It is further requested that the user facility continue performing inspection (and periodical inspection) prior to use. Also, it is requested that the user facility perform inspection on packing of a/w-valve (air/water valve) and water tank port, rubber of joint at injection tube, etc. Since silicone rubber is used in various area of medical devices other than above, it is recommend to the user facility to inspect breakage and deterioration of those parts. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.